Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient (clinical study - target) experienced a loss of therapy. X-rays were taken and confirmed that the lead implanted at l5 had migrated to s1. Patient claimed to have been overactive. Surgical intervention may be pending to address this issue.

Event description:
Device 1 of 2; reference MFR report: 3008829311-2017-01028. Follow up revealed that both of the patient's lead had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have the leads replaced. Issue has been resolved.